Event description:
It was reported that during a device check, the patient became symptomatic when their heart rate was slowed down to 30 bpm when checking sensing. The patient experienced feeling dizzy, light headed, and could not feel a pulse. The device check was preformed without knowing that the patient was pacemaker dependent. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.